Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a catheter revision on (B)(6) 2015. The existing catheter was coiled up in the lumbar area despite "perfect anchoring." A new catheter was used.

Event description:
Additional information received reported that the revision had not yet been scheduled at the patients request. The patient's spasticity control was still not good.

Manufacturer narrative:
Concomitant products:: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8583, lot# n280019, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Additional information received reported the patient started lioresal on 2014-(B)(6). It was noted the surgical intervention had not yet occurred, but a catheter revision was anticipated. The patient had not recovered and the symptoms/issue was ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was scheduled for a catheter revision in (B)(6) 2015.

Event description:
It was reported there was migration/dislodgement of the catheter tip and a catheter revision was planned. Diagnostic testing included x-rays, which confirmed the dislodgement and the cause of the issue was undetermined. It was noted the patient had a loss of intrathecal baclofen effect and increased spasticity. The patient¿s status was ¿alive-with injury.¿ the pump was being used to deliver lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.